Event description:
It was reported that during a follow up, high capture threshold and intermittent non-capture were observed. The lead was explanted and replaced. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.